Event description:
The reporter stated they were replacing a pe valve in a stationary concentrator that fell within the scope of the recall (z-0514-2021). After the valve was replaced they ran the unit and heard a loud noise and smelled smoke. They removed the shroud and found blackened tubing going into and out of the pe valve and the left sieve bed.

Manufacturer narrative:
The alleged issue of the concentrator making a loud noise and the reporter smelling smoke after replacement of the pe valve couldn¿t be confirmed. However, the pictures provided with the complaint confirm blackened tubing coming into and out of the pe valve and left side sieve bed. The pictures appear to confirm there was no damage to the replacement pe valve, confirming it is not the cause of the event. The device has been received and is awaiting further investigation. Once further information becomes available a follow up medwatch will be filed. The concentrator is over 3 years old. The irc5po2v user manual advises, "the product has been tested for the service life stated in this manual. Use of the product beyond this time period may cause injury or product damage. Only use the product for the service life stated in this manual. Do not exceed the service life of the product. Perform all maintenance according to the recommended schedule in this manual. The expected service life of this product is three years of operation when used in accordance with the safety instructions, maintenance intervals and correct use, stated in this manual. The effective service life can vary according to frequency and intensity of use."

Manufacturer narrative:
The device received an evaluation which verified the allegations that were made initially. Further the evaluation concluded that residual debris from the original pe valve in the system present prior to replacement of the pe valve likely contributed to the failure. This incident continues to be investigated within the quality system.

Event description:
The reporter stated they were replacing a pe valve in a stationary concentrator that fell within the scope of the recall (z-0514-2021). After the valve was replaced they ran the unit and heard a loud noise and smelled smoke. They removed the shroud and found blackened tubing going into and out of the pe valve and the left sieve bed.